Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. A review of the device history records confirmed the product was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex mesh, (B)(4), lot number huyi1463 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the mesh. It is alleged that on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016, the patient underwent additional surgeries to repair the damage caused by the marlex mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. A review of the device history records confirmed the product was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair with mesh removal. Updated fields: a2, a4, b4, b5, b6, b7, e3, f12, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex mesh, reference number (B)(4) , lot number huyi1463 was implanted to repair the hernia defect. It is alleged that on (B)(6)2015, the patient underwent an additional surgery to repair the hernia defect and remove the mesh. It is alleged that on (B)(6) 2016 , the patient underwent additional surgeries to repair the damage caused by the marlex mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: on(B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿both the sacs were dissected free of the omentum and the fascia was dissected around the defect. The incarcerated umbilical hernia was resected and a bard flat mesh was placed over the defects and sutured.¿ on (B)(6) 2015 - patient visited hospital for recurrent ventral hernia. On (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with explant of mesh. Per operative notes, ¿the hernia sac was resected and the repair was carried out by resecting the mesh.¿ attorney alleges that the patient had seroma, nerve damage, pain and emotional injuries. It was also alleged that the patient had loss of belly button, additional surgeries to repair the hernia and remove the mesh, permanent and severe scarring and disfigurement.